Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had an unexpected restart alarm. Customer stated that it is requesting a rewind after putting in a new reservoir. Alarm history was checked and an unexpected restart and an external ram error alarms were found. Customer stated a temporary basal was programmed before the alarm. The insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Blood glucose value is 136 mg/dl. Nothing further reported.